Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: femoral head with signs of removal. Acetabluar shell with unknown residual on backside surface holes. Dark gray shadow-like aspect of unknown nature (might be metal debris) on the edge of the liner and both on the edge and backside surface of shell. It is not possible to determine failure root cause.

Manufacturer narrative:
Batch review performed on 27 may 2020: lot 1906910: (B)(4) items manufactured and released on 24-oct-2019. Expiration date: 2024-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: early acetabular component migration requiring revision surgery 3 months after primary total hip arthroplasty in a young patient ((B)(6) year old). The patient had sclerotic bone, which may have made preparation difficult: the reaming of the acetabulum may have ended up being insufficient, and the femoral stem may be undersized, although we have only one radiographic projection and this is not sufficient to properly evaluate. There is no reason to suspect a faulty device.

Event description:
Revision surgery 3 months after primary surgery for cup mobilization. The surgery was completed successfully, cup, liner and ceramic head swapped successfully.